Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving clonidine 100mcg/ml at a dose of 33.28 mcg/day and bupivacaine 30 mg/ml at a dose of 9.985 mg/day via an implanted pump for non-malignant pain and chronic low back pain. It was reported a motor stall was seen at initial interrogation. The patient had not had a MRI recently. A stopped pump period may exceed tube set message was reported as well. There were no reported symptoms. No further information was provided. Additional information has been requested regarding what troubleshooting was performed, if the cause of the stall was determined and what actions/interventions were taken to resolve the motor stall, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.